Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Date of event: best estimate is (B)(6) 2011. According to the information received, an end user reported a catheter with a cut off tip. The end user stated the catheter was cut diagonally. He did not inspect the catheter before inserting. He stated there was no blood and did not seek medical help. He also stated that he now feels burning when he caths.